Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3000 23mm valve, implanted for seven (7) years and 11 months, is being evaluated for a valve-in-valve procedure due to stenosis and insufficiency. The patient presented with worsening fatigue and shortness of breath.

Manufacturer narrative:
H10: additional narratives updated b5, d4, h4, and h6 per new information received the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm aortic valve, implanted for seven (7) years and 11 months, underwent a valve-in-valve procedure due to stenosis and moderate to severe insufficiency. The patient presented with worsening fatigue and sob. The surgical valve was fractured and a 23mm transcatheter valve was implanted.